Manufacturer narrative:
Unit seated at the beginning of the displacement test followed by an unexpected insulin flow block alarm due to force sensor damaged by moisture. The motor assembly and battery tube found with traces of corrosion. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due unexpected insulin flow blocked alarms.

Event description:
It was reported that customer has been receiving insulin flow blocks all day and is frustrated at this point also received battery low replacement battery alarm. Inquired what led up to the complaint. Customer response: insulin flow block insulin flow blocked alarm during fill tubing. Explained insulin flow blocked alarm and possible causes. Explained that in order to troubleshoot their pump, set and reservoir we may request that they change the set and/or reservoir. Adv customer to clear the alarm by selecting rewind. Adv customer to disconnect from the pump. Customer states the insulin did exit. Adv to rewind pump, reinsert reservoir into pump and run load reservoir and fill tubing . Customer states the pump alarmed insulin flow blocked. The pump will need to be replaced.